Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported event was not reproduced. Even after a long-term test, the service department could not duplicate the image issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. A full technical evaluation was completed in accordance with the original equipment mfg specification and the results did not show any defects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the video telescope "endoeye high definition ii", to olympus repair center for evaluation of a green/ pink image that appeared when the endoeye was connected during preparation for use. There were no reports of patient harm.